Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the device revealed that the distal tip of the inner shaft was broken off from the device. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause(s) are: the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. Instructions for use (IFU): do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. The reported event will continue to be monitored through post-market surveillance. This report is being filed due to sss being in a two year reporting cycle for this event type.

Event description:
It was reported that during a procedure the tip of the shaver broke off inside of the patient. The tip was retrieved from the patient and the procedure was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.